Event description:
It was reported that the right atrial (ra) lead had dislodged and there was no sensing observed. In addition, the physician expressed concern that the lead's helix was not manufactured sharp enough for septal placement, which causes difficulty with fixation and lead placement. The ra lead was repositioned and remains in use. No patient complications have been reported as a result of this event.